Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 30th august, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. On 13th september 2022, new information was provided by getinge technician after the service visit on site. The customer allegation could not be confirmed. No evidence of rust was found on the device. The powerled surgical light was affected by the problem of drifting - non safety nor risk related issue. Therefore, the initially considered potential risk of contamination can be excluded. The scenario described in the record is considered as non-reportable. It was established that the device did not fail to meet its specifications and it also did not contribute to the event. As the initial allegation could not be confirmed, there was no risk of potential consequences if the device would be used for patient treatment. A root cause analysis was performed by subject matter experts, however, based on the information provided by the getinge service technician that the alleged issue of corrosion build-up could not be confirmed during the visit in the customer¿s facility, it can be concluded there was no technical issue. Therefore, the root cause cannot be confirmed.

Event description:
On 30th august, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. After service visit on site on 13th september, new information was provided by getinge technician. The customer allegation could not be confirmed. No evidence of rust was found on the device. The powerled surgical light was affected by the problem of drifting - non safety nor risk related issue. Therefore, the initially considered potential risk of contamination can be excluded. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, h6 medical device ¿ problem code and h6 component codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 30th august, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 30th august, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. After service visit on site on 13th september, new information was provided by getinge technician. The customer allegation could not be confirmed. No evidence of rust was found on the device. The powerled surgical light was affected by the problem of drifting - non safety nor risk related issue. Therefore, the initially considered potential risk of contamination can be excluded. The scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: material integrity problem/degraded/corroded/1131. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Previous h6 component codes: mechanical/coating material//4768. Corrected h6 component codes: others/appropriate term/code not available//4756.